Event description:
N/a.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) customer called from intensive care unit following a maintenance required alarm failure to power on alarm code 14. There was no patient incidence reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, fse replaced the regulator, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a